Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, there was difficulty connecting the atrial lead to the device. The setscrew could not be tightened with the torque wrench as the lead could not be fitted into the septum. The device was not used and a new device was implanted instead. The patient did not report any adverse consequences during the procedure.

Manufacturer narrative:
The reported field event of tighten the set screw was not confirmed in the laboratory. Visual inspection of the atrial is-1 set screw septum noted it to be partially detached and the set screw was nearly backed out entirely from the connector block. The device was tested on the bench and no anomalies were found. Test leads were firmly attached to the header and were properly secured. The device header was determined to function normally. The cause of the reported event could not be determined.